Manufacturer narrative:
Please refer to the attached report analysis of the available patient files revealed: an abnormal battery depletion o no overconsumption. The expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the device was implanted in 2019. During the last in clinic follow-up early 2024, the remaining longevity was estimated to 10 years (battery voltage 2,99v). No therapies delivered in 2024. In (B)(6) 2025, the remaining longevity is estimated to 8 months (battery voltage 2,84v). The battery voltage curve highly decreased then re-increased.

Manufacturer narrative:
Correction of implantation date and event date addition of explantation date.

Event description:
Reportedly, the device was implanted in 2019. During the last in clinic follow-up early 2024, the remaining longevity was estimated to 10 years (battery voltage 2,99v). No therapies delivered in 2024. In january 2025, the remaining longevity is estimated to 8 months (battery voltage 2,84v). The battery voltage curve highly decreased then re-increased.

Event description:
Reportedly, the device was implanted in 2019. During the last in clinic follow-up early 2024, the remaining longevity was estimated to 10 years (battery voltage 2,99v). No therapies delivered in 2024. In (B)(6) 2025, the remaining longevity is estimated to 8 months (battery voltage 2,84v). The battery voltage curve highly decreased then re-increased.

Event description:
Reportedly, the device was implanted in 2019. During the last in clinic follow-up early 2024, the remaining longevity was estimated to 10 years (battery voltage 2,99v). No therapies delivered in 2024. In (B)(6) 2025, the remaining longevity is estimated to 8 months (battery voltage 2,84v). The battery voltage curve highly decreased then re-increased.

Manufacturer narrative:
Preliminary analysis of the available patient files revealed: an abnormal battery depletion. No overconsumption based on available information, a battery issue is suspected. In this case, the battery voltage could decrease again very rapidly, therefore the rrt could be reached very rapidly. A device explantation should be considered. Please find attached the preliminary analysis report.

Event description:
Reportedly, the device was implanted in 2019. During the last in clinic follow-up early 2024, the remaining longevity was estimated to 10 years (battery voltage 2,99v). No therapies delivered in 2024. In (B)(6) 2025, the remaining longevity is estimated to 8 months (battery voltage 2,84v). The battery voltage curve highly decreased then re-increased.

Manufacturer narrative:
Please refer to the report analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis revealed 2 clusters were found inside the battery. One of these clusters was in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.